Manufacturer narrative:
A RMA was issued for the replacement of the device. The device has not been returned to the MFR.

Event description:
A medtronic rep reported intermittent tracking with the passive biopsy needle. There was no pt present.